Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the max zero caps leaked at the connection between the y-site and the il tubing as well as between the y-site and the patient. There was no patient harm.

Manufacturer narrative:
This occurred in the neonatal intensive care unit.

Event description:
The customer reported that the max zero caps leaked at the connection between the y-site and the il tubing as well as between the y-site and the patient while in the nicu. There was no patient harm.

Manufacturer narrative:
The customer's report that the maxzero valve leaked was not confirmed. Visual inspection showed a likely stress fracture along one side of the top of one of the valves and no anomalies on the other. Functional testing and pressure testing resulted in no leaking or other anomalies. The root cause of the customer's report could not be identified.

Event description:
The customer reported that the maxzero caps leaked at the connection between the y-site and the il tubing as well as between the y-site and the patient. There was no patient harm.